Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant higher than expected vitros troponin I (tropi es) results were obtained from multiple patient samples when tested on two different vitros xt 7600 integrated systems. (B)(6) patient sid (B)(6) result of 0.065 ng/ml vs. The repeat results of 0.026 and 0.023 ng/ml patient sid (B)(6) result of 0.059 ng/ml vs. The repeat results of 0.028 and 0.027 ng/ml patient sid (B)(6) result of 0.063 ng/ml vs the repeat results of 0.017 and 0.015 ng/ml patient sid (B)(6) result of 0.068 ng/ml vs the repeat results of 0.025 and 0.022 ng/ml patient sid (B)(6) result of 0.064 ng/ml vs the repeat results of 0.012 and 0.011 ng/ml patient sid (B)(6) result of 0.100 ng vs the repeat result of 0.014 ng/ml (B)(6) patient sid (B)(6)result of 0.229 ng/ml vs the repeat result of 0.011 ng/ml patient sid (B)(6) result of 0.108 ng/ml vs the repeat result of 0.005 ng/ml the customer reported the higher than expected vitros tropi es results outside of the laboratory, however corrected reports were generated and submitted. The customer did not know if any treatment was stopped, started or altered based on the higher-than-expected vitros tropi es results reported, however, there was no allegation of harm as a result of this event. And there was no allegation of harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that discordant higher than expected vitros troponin I (tropi es) results were obtained from multiple patient samples when tested on two different vitros xt 7600 integrated systems. The assignable cause of the event was sodium hypochlorite interference. The exterior of the building was being cleaned and the laboratory staff complained of a "bleach" smell. It is likely the solution used to clean the exterior of the building contained sodium hypochlorite, which contaminated the laboratory air with chlorine vapor, causing the discordant erroneous vitros tropi es results. Per the vitros xt 7600 reference guide: sodium hypochlorite solution, bleach, ammonia, any ammonia-containing. Compound and any other oxidizing agents may be hazardous, may cause erroneous results. Historical quality control results prior to the vent were within the established ranges, indicating vitros tropi es reagent lot 6120 was performing as intended on both vitros xt 7600 integrated systems and did not likely contribute to the event. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es reagent lot 6120.